Event description:
Our hospital is seeing device issues when using either the bbraun infusomat space pump IV set (ref 490102) or the bbraun secondary IV set (ref v1921). We are seeing the medications either backflow into the primary line or rapidly infuse. We believe that a check valve is not performing as intended in certain lots of these sets. In this event: fluorouracil (adrucil) 2,400 mg/m2 = 4,950 mg in sodium chloride 0.9 % 241 ml chemo infusion - bbraun primary tubing back priming. Bbraun primary tubing malfunctioning at y-site. When attached to a secondary line, fluid from the secondary infusion is back priming into the primary infusion. Ref: 490102, lot number: 0061929620. Ref report: mw5156406.